Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information that was provided from a follow up with the customer. E1 updated customer information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had to stop using the aligners due to them cause lots of issues with their teeth. They had even were seen by their dentist and they informed them to stop using the aligners. Patient has pain in their jaw and their bite feels off. Dentist did not give letter of recommendation.